Event description:
The patient underwent spinal surgery. Following surgery, the patient experienced sudden-onset baclofen withdrawal symptoms: lip-biting, tongue thrusting, upper extremity flexion/stiffening, dystonia and agitation. On (B)(6) 2010, fluid could not be aspirated from the catheter. The pump drug baclofen dosage was decreased to 300 mcg/day. The pt was weaned off the pump drug and oral baclofen was started in preparation for catheter explant. Antibiotics were administered due to a spinal infection. The catheter was explanted on (B)(6) 2010, due to possible compromise and spinal infection. As of (B)(6) 2010, the patient's outcome was resolved without sequelae.

Manufacturer narrative:
(B)(4).